Event description:
On (B)(6), 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was cracked/broken. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6), 2010 at an unspecified time. The cca noted the subject meter was run over by a car. The patient claimed she manages her diabetes with insulin. Due to the alleged issue, the patient denied taking any action regarding her diabetes management regimen. The patient claimed approximately 2 days after the alleged issue occurred, she developed symptoms of blurry vision, lightheadedness, and shakiness. In spite of the symptoms, the patient denied receiving any medical treatment. At the time of troubleshooting, the cca noted the patient had used the subject meter before. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.